Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error and a failed battery test. The customer¿s blood glucose was 70 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error and no significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer's parent also reported that the insulin pump alarmed failed battery test and unable to remove the battery cap. No failed battery test alarm troubleshooting was performed. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected failed battery test alarm anomaly noted. All buttons functioning properly. No damage in keypad assembly noted. No button error alarm noted. Inspected j2 on lcd connector and no unlocked connector noted. Pump had cracked battery tube threads and minor scratched display window.